Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet issued alert code 38 for consecutive motor stalls, and repeated restarts did not resolve the malfunction; the user transitioned to a previous pump and used subcutaneous insulin via pen while a replacement ilet was arranged. Symptoms included no reported clinical symptoms. Outcomes included a high blood glucose reaching 300 mg/dl and an out-of-range duration of approximately two hours, without need for outside assistance or medical intervention. Investigation included collection of event details and arrangement for device replacement with return of the original unit for evaluation. Investigation of this case revealed a device motor stall consistent with an insulin delivery interruption in the pump mechanism. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction.